Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a feeding tube. The customer states that the button malfunctioned on the stem on the tube. The customer was feeding the patient when they noticed a lot of the formula was coming back out through the stoma. The customer pulled this button and put a new one in. The customer states the stem separated half way from where the stem joins the bottom of the button. The button was in use for about 4 months. There was no harm to the patient as a result. The customer switched out the buttons. No medical intervention was required. The customer stated that they deflated the balloon and then removed the balloon. It was not until after they removed the balloon, they realized why it was leaking.